Event description:
It was reported that during a lap cholecystectomy procedure, the reposable trocar canula broke. No pt consequence. Case completed with another device of the same product code. One device returning.